Event description:
It was reported that a cardiac perforation and pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). During deployment of the closure device, a perforation resulting in a circumferential pericardial effusion with cardiac tamponade occurred. The closure device was implanted and a pericardiocentesis was performed. The patient was transferred to surgery for a pericardial window procedure. The patient remains in recovery.

Event description:
It was reported that a cardiac perforation and pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). During deployment of the closure device, a perforation resulting in a circumferential pericardial effusion with cardiac tamponade occurred. The closure device was implanted and a pericardiocentesis was performed. The patient was transferred to surgery for a pericardial window procedure. The patient remains in recovery. It was further reported one (1) liter of bloody fluid was removed during the pericardiocentesis. The patient was transferred to the operating room and the cardiac perforation was repaired. The patient was discharged fourteen (14) days post index procedure.

Manufacturer narrative:
B5 describe event or problem updated.